Event description:
It was reported that the patient's catheter was occluded. The patient had experienced increased pain and nausea, followed by withdrawal symptoms. It was indicated during a catheter dye study performed on (B)(6) 2012, that there was minimal flow of cerebral spinal fluid (csf) and the physician could not aspirate successfully. Upon interrogation, the elective replacement indicator (eri) was at 9 months, so the physician decided to replace the pump along with a catheter revision. During removal of the catheter, the distal portion (distal to anchor) had fractured off and the catheter tip had remained implanted "in the dura." The new catheter was implanted and connected to the pump. It was reported 4 days post-operatively that the pump was set at minimal rate and left with sterile water in the reservoir. It was indicated, routinely that the patients pump would be filled with drug post-operatively at 10 days. It was later confirmed that the cause of the event was due to a catheter occlusion and the pump was replaced for normal battery depletion. The catheter occlusion location was unknown. The patient's outcome was reported as no injury. The drug delivered via pump was compounded hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # j10875r50, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter. (B)(4).